Event description:
The surgeon reported performing uneventful cataract surgery with implantation of the istent. Postoperatively, the surgeon thinks the stent is not positioned properly. The snorkel of the stent seems to be pointed down. The surgeon has used a laser a couple of times, but that is no longer an option. He would like to go in and replace the stent or reposition the existing stent. Additional information was provided by the surgeon indicating that the stent is no longer visible. Initially, the stent seemed well placed or maybe more posteriorly placed. On (B)(6) 2014, the patient's intraocular pressure increased and iris was blockading the istent orifice and laser iridoplasty was performed. Currently the patient's iop is controlled.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Stent obstruction, iop elevation, and stent not visible with gonioscopy are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).